Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to come loose very easily causing leaks. One patient was being provided patient controlled analgesia (pca) intrathecally. There were no adverse events reported.

Manufacturer narrative:
G4: aware date of the initial information needed to be corrected to 02/27/2020.